Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure wherein the old system will be replaced.

Manufacturer narrative:
Additional information was received that the patient was charging inadequately. The patient underwent a revision procedure wherein the ipg was replaced as preferred by the physician. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure wherein the old system will be replaced.